Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps leaked. This occurred during use of the devices for peritoneal dialysis therapy. The leak was further described as "when they twisted to close the top white part, some water dribbled from the blue spout close to minicaps". The patient was given antibiotic treatment as a precautionary measure. There was no patient injury associated with this event. No additional information is available.